Manufacturer narrative:
Device evaluation of battery pack sn (B)(4) is underway. The reported problem (battery performance issue) was confirmed. As received, the battery was unable to power on a monitor or charge. The battery was returned to the supplier for further investigation. A supplemental report will be sent upon completion of the investigation. No adverse event resulted from the defective battery pack.

Event description:
A us distributor reported that a battery pack was having a performance issue.

Event description:
A us distributor reported that a battery pack was having a performance issue.

Manufacturer narrative:
Follow-up #1: additional information and correction - 09/12/2018. Device evaluation of battery pack sn (B)(4) was completed. Correction - as received at zoll, the battery was able to power on a monitor but was unable to fully recharge properly. An investigation by the battery supplier determined that the battery charge failure was caused by a damaged thermistor lead on the battery pca. The root cause for the damaged thermistor lead could not be positively identified. Device evaluation of battery pack sn (B)(4) is underway. The reported problem (battery performance issue) was confirmed. As received, the battery was unable to power on a monitor or charge. The battery was returned to the supplier for further investigation. A supplemental report will be sent upon completion of the investigation. No adverse event resulted from the defective battery pack.